Event description:
It was reported that a polarity switch was triggered for the ventricular lead due to high impedance. A possible lead fracture is suspected. The physician has chosen to monitor the patient and replace the ventricular lead at a later date. The ventricular lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: addr03, implantable pulse generator (ipg), implanted: (B)(6) 2007. (B)(4).